Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery (lad). A 3.50 x 16 promus premier was deployed to treat the target lesion. During inflation, an edge dissection was noted. A 3.50 x 24 promus premier stent was then deployed overlapping to seal the dissection, completing the procedure successfully. The patient was stable post procedure and fully recovered.